Event description:
Three devices were used in one procedure. See attached copies of medwatch #'s 2183680-2009-00009 & 2183680-2009-00010, which are the other two device reports. During a lysis of adhesions laparascopic procedure, the cutting forceps did not burn properly, so they unplugged it and plugged it in a gain, and it still would not work. The surgeon used the device on another generator with the same result. This process was repeated with another two devices (see additional medwatch reports). There was no injury to the patient, but it prolonged the procedure for one half hour so that the patient was under anesthetic longer. Several attempts have been made to contact the facility as to how the procedure was completed, and we were only told that another device was used, they did not specify which device it was.

Manufacturer narrative:
Device was received in very clean condition. Jaws open and close smoothly and close in parallel with one another. Electrode insulation is intact, flare is in place. Device activated to the correct generator default, vp3-35. The device activated, coagulated and cut numerous times with no degradation of coag function observed. The device operates according to manufacturer's specifications.